Event description:
In 2008, the sales rep reported the surgeon was performing a revision surgery on a competitor's product and adding additional levels. The pt had some fusion. While attempting to reduce the rod into the tulip head, a pin in the tip of the instrument broke off. Another attempt was made using the other instrument in kit. The pin broke off this instrument as well. One pin had fallen on the floor and was not returned. One pin was returned. There was no report that intervention was required. The surgeon then decided not to reduce the rod. Instead, the screws were backed out a couple of threads, so the rod would fit properly into the tulip head. There was a surgical delay reported of 5-10 mins. No report of pt injury. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Further investigation is pending.